Event description:
It was reported that this implantable pacemaker recorded an alert for atrial intrinsic amplitude out of range. Rhythm care discussed the amplitude exhibited a value of 0.4 millivolts, and atrial undersensing was observed on the electrogram (egm). The atrial sensitivity was noted to be fixed at 0.75 millivolts, and it was advised to consider increasing the atrial sensitivity if clinically appropriate. The device remains in service. No adverse patient effects were reported.